Event description:
During a regular device interrogation, the message "aida is not programmed" was displayed on the programmer screen. When pt f/u data (i.e. Aida) screen was opened, it was impossible to access info relative to "arrhythmia". The interrogation session was ended and the device interrogated again. However, same message was displayed again. Aida was then programmed before interrogating the device again. However, the same issue was observed. Pacemaker check was normally performed on other pts with this programmer.

Manufacturer narrative:
(B)(4) 2012. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.